Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-94 (configuration option settings checksum is not 0) alarm. The reporter stated the alarm had occurred after the device had been unplugged during therapy, and then re-plugged in. There was no patient injury or medical intervention associated with this event. No additional information is available.